Event description:
It was reported that the patient presented remotely. Review of interrogation noted that the implantable cardioverter defibrillator exhibited noise oversensing. Programming changes were performed. There were no patient consequences.